Event description:
Patient admitted with st-elevation myocardial infarction (stemi). Taken to cath lab emergently for evaluation and intervention. An emerge balloon (2.5mm x 12mm) was advanced into the circumflex "with some difficulty." Per the procedure note, the balloon was inflated at 11atm x15 seconds. This balloon ruptured on inflation. The balloon was then removed. The procedure noted this had "no clinical significance" on the patient but shortly thereafter, the patient developed hypotension and cardiogenic shock. It is unknown to this writer if the equipment malfunction led to the patient's shock. The patient eventually required intubation, insertion of an intra-aortic balloon pump and admission to the ICU.